Event description:
The time of event is unknown. There was no report of patient harm. Video image failure cloudy.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module with drive pcb. In addition, our technician confirmed that the remote control buttons perforated, the insertion flexible tube crushed, the operation channel primary leak, the air/water socket dirty, the distal body worn out, the insertion flexible tube bump, the brand plate discolored, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.